Event description:
The facility reported the mst packer/chang iol cutter blade broke off and fell into the posterior chamber of the eye while attempting to cut an older pmma lens. The patient was referred to a retinal surgeon and the broken blade was removed without injury to the patient.

Manufacturer narrative:
The scissor was broke in way that is indicative of the scissor being used to cut too hard of an object. These scissors are intended to cut soft foldable lenses as indicated in the directions for use.